Manufacturer narrative:
The manufacturer evaluation was included in the first submission. Additional information has been obtained. This submission is to provide that information. The patient's initials and age were provided and have been included in this report. The needle did lodge in the patient and required intervention to have it removed. The patient was under local anesthesia during the procedure.

Event description:
Per the information provided, at approximately 4 minutes of cutting time, on high power, the inner needle became unattached from the microtip. The needle remained in the patient when the doctor removed the microtip. It was removed by the doctor. Another microtip was used to complete the procedure. There was no injury or harm caused to the patient by the failure.

Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect, possibly from extended use.

Event description:
Per the information provided, at approximately 4 minutes of cutting time, on high power, the inner needle became unattached from the microtip. The doctor removed the microtip from the patient and the needle fell out. It did not land in the patient. Another microtip was used to complete the procedure. There was no injury or harm caused to the patient by the failure.